Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation several episodes of right ventricular lead noise were observed, and the lead noise resulted in a very short period of inhibition. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and after the revision procedure.